Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The thump was utilized and downloaded trace/history files properly. The formatted history file lists data from 02/08/2026 to 04/02/2026. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event date of 03-dec-2025. Pump passed the self test, rewind test, prime/seating test, basic occlusion test and force sensor test. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.6 mv). Unable to lock a sc1 cap into the reservoir compartment due to missing retainer ring. Pump received with broken reservoir tube lip, scratched case, pillowing keypad overlay and cracked down button keypad overlay during the visual inspection. Unable to verify customer alleged for high bg. Unable to lock a sc1 cap into the reservoir compartment and perform the displacement test due to missing retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced hyperglycemia. Blood glucose value at the time of event was 230 mg/dl. The customer was treated with extra bolus manually. The event involved product(s) mmt-1886. Troubleshooting was performed. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer discontinued use of the insulin pump. Mmt-1886 was requested and the customer response was that the device returned.